Manufacturer narrative:
Additional information: revascularisation to treat the mi was carried out ((B)(6) 2020). The patient has a history of smoking, mi, pci, CABG, hyperlipidemia, hypertension, atrial fibrillation, diabetes and unstable angina. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted; one in the 1st diagonal and cx. Approximately 13 months post procedure, patient suffered nstemi in a target vessel (lad) and was treated with a resolute onyx des implanted in the 1st diagonal. Investigator assessed event is possibly related to device but unlikely related to anti platelet medication. Sponsor assessed event is unlikely related to device and anti platelet medication. Patient recovered.